Event description:
It was reported that a user¿s ilet did not display glucose values because the dexcom g7 was stuck in ¿pairing with ilet,¿ which was resolved by performing the g7¿g6¿g7 switch and re-entering the sensor code, after which the sensor connected and displayed a reading of 280 mg/dl; glucose subsequently returned to range. Symptoms included transient hyperglycemia associated with a missed sensor-to-pump connection. Outcomes included restoration of glucose display on the pump and return of glucose to target without hospitalization. Investigation included user-guided troubleshooting and confirmation of successful sensor reconnection. Investigation of this case revealed a pairing failure between the cgm and the pump that was corrected through reconfiguration, with no recurring alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable cgm¿pump communication failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance